Event description:
It was reported that patient was revised for dislocation. Dr. (B)(6) did his primary hip replacement. Dr. (B)(6) did his revision surgery. Dr. (B)(6) noted metal debris after removing the head. He then converted to a mdm liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: clinician review of the provided records concluded "principal root cause of failure was stem malposition leading to impingement and recurrent dislocation. [...] Given the evident procedure-related failure mode, root cause of failure for this pi case is not device-related." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: clinician review of the provided records indicated the root cause of the dislocation to be malposition of the femoral stem. There is no indication that design or manufacturing factors influenced the malposition.

Event description:
It was reported that patient was revised for dislocation. Dr. (B)(6) did his primary hip replacement. Dr. (B)(6) did his revision surgery. Dr. (B)(6) noted metal debris after removing the head. He then converted to a mdm liner.